Manufacturer narrative:
It was reported that the patient had an epidural abscess that transferred to her knee. This is being treated as an infection. A revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient had an epidural abscess that transferred to her knee. This is being treated as an infection. A revision surgery is planned to exchange the poly inserts.